Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated they don¿t know what they did to stop the tingling or whatever it was. They had their device with them , so they looked it over and did something . There was no problem afterwards. Proceeded with the MRI. The patient was on this device for a whole year and over. The patient stated that it did not do anything for them. The doctor would change the program on the handheld device and come back in 2 weeks , sometimes 3 weeks. They only saw him 2-3 minutes each time for a whole year. The patient stated they could not do this anymore because it was costly. The patient stated that he does not have to come any more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by an MRI technician that 3 minutes into the scout calibration, the patient felt a tingling sensation in their vaginal area and the scan was stopped. The caller reported that they were following MRI guideline and that the stimulation had been turned off. The caller was redirected to follow up with the health care physician (hcp) regarding the tingling sensation in the patient¿s vaginal area. There were no further complications reported.